Event description:
It was reported that the pump touch screen was unreadable. It was reported that the customer experienced a high blood glucose (bg) level of "high" although a specific value was not provided. Customer address their bg with a correction bolus via pump. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.